Event description:
A continuous ambulatory peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy fluid. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. A day after the event onset, the patient was treated with amikacin injection (1gm, once daily, ongoing), ceftazidime injection (1gm, once daily, ongoing) and heparin injection (1cc, for 5 days) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5 and b6. B5: upon follow up it was reported antibiotic treatment was discontinued and the patient has recovered from the events. Should additional relevant information become available, a supplemental report will be submitted.